Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not properly fire the clips, an investigation was completed to determine the cause of this reported event. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The medium-large clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to misaligned grips leading to a loss of functionality.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not properly fire the clips when loaded correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected with no damaged noted. The type of clips used were medium/large hem-o-lock clips. The issue occurred on the third or fourth clip application. A new instrument was opened to finish the case. The patient demographic information was provided.